Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h3 (evaluation summary attached) was incorrectly documented in initial report. The correction has been made in this report.

Event description:
An error message was reported with the freestyle libre 2 sensor. Cutomer reported receiving a "reading not available" message for more than 3 hours and being unable to obtain readings. Customer self-treated with oral glucose and subsequently experienced a loss of consciousness. No third-party treatment was reported. No further information was provided as customer refused to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Cutomer reported receiving a "reading not available" message for more than 3 hours and being unable to obtain readings. Customer self-treated with oral glucose and subsequently experienced a loss of consciousness. No third-party treatment was reported. No further information was provided as customer refused to troubleshoot further. There was no report of death or permanent injury associated with this event.